Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have scratch marks abrasions on the instruments tube adapter. There was no material missing as a result. The root cause of this failure is attributed to user. The complaint was confirmed by failure analysis. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
It was reported that during central processing, user noticed that the plastic part of the monopolar cautery instrument was damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified during central processing, but was unsure whether it was identified prior or after reprocessing. The user did not report that they saw the damage during its last use, but might not have seen it since the damage was small. The reporter stated that the small piece was broken but unsure if there was any missing part or scratch marks/abrasion on the tube adapter. There was no patient injury. The surgeon was unaware of the damage during use, and the instrument did not collide with any other instrument or other hard material. The procedure was completed robotically using the same instrument. No image or video was available for isi review.